Event description:
It was reported that the patient presented in the operating room for device upgrade. During procedure, the right ventricular lead was extracted with laser and replaced successfully. It was noted during post operation check up that the patient experienced chest pain. Echocardiogram was performed and perforation was confirmed. It was suspected that the laser extraction may be contributed to the perforation. The new lead was repositioned and the patient was in stable condition.